Manufacturer narrative:
No moisture damage was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.

Event description:
It was reported that the customer jumped into the pool with her insulin pump still on. She was not aware of her blood glucose level. The customer stated there was fluid visible under the lcd screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.